Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced front case assy w/ keypad 8015. The proximate cause of the reported issue was due to electrical failure of the front case assy w/ keypad. A review of the device history record for sn (B)(4) was performed from 11/19/2018 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device won¿t turn on / off.